Event description:
On 15-jun-2026, a facility representative reported via (B)(4) that an ar-18800-03 t6 self-retaining driver shaft tip was twisted and unusable during a case. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.